Event description:
It was reported that the patient had three events to an emergency room visit in which the third visit required admission. The first visit was on (B)(6) 2016 in which the patient had a blood glucose level in the high 200mg/dl and when the patient left the emergency room they were over 350 mg/dl. The patient was reported to have symptoms of sleepiness, vomiting and blurred vision. It was also reported that the patient had large ketone level but exact documentation was unknown. Please reference MDR numbers 2183502-2016-01822 and 2183502-2016-01823 for continuation of events.